Event description:
Customer's granddaughter reports back to back testing on the same meter while using the aviva system with results of 229 mg/dl and 506 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect prod and a replacement was provided.